Manufacturer narrative:
One scd express compression system was returned for service and upon triage on (B)(4) 2015 the service technician noticed exposed copper wires on the power cord. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The scd express was fully tested and passed all operational specifications. The scd express was manufactured in 2011. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a scd controller. The customer sent in a scd controller for repair. Upon triage on (B)(6) 2015 the service technician found exposed copper wires on the power cord.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.